Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm small grasping retractor instrument had a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is likely that the surgeon was grasping or retracting the bowel when the issue occurred, but they have not noticed any issues with the functionality of the instrument prior to this. No fragment fell inside the patient¿s anatomy and the they have not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.